Event description:
During the case the 5mm port tip shattered into multiple pieces, which were retrieved by the doctor. All pieces were verified as having been retrieved by comparing trochar to an intact trochar. The patient's abdomen was irrigated with a liter of saline.